Event description:
1/9/97 pt admitted for removal of the broken screws. Prior to this, on last visit to office x-ray was obtained and revealed that the screws had failed and pt was in process of developing a delayed union of the femur.